Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced with competitor due to lead malfunction (unspecified). No further information is available.